Event description:
It was reported that the patient experienced pain and dissatisfaction with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the patient's ipp got swapped for a spectra penile prosthesis (spp). Patient was reported to be doing fine. No more information available at the moment. Should additional information become available, it will be provided.